Event description:
Customer reported an alarm on her device, but when she went to clear it the buttons were unresponsive. Eventually she cleared it, but now the device emits a constant tone and will not load the main menu. Customer's blood glucose is 204 mg/dl. She said she was in the rain yesterday. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.